Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic radical prostatectomy procedure, during the nerve-sparing step, the monopolar curved shears (mcs) had difficulty cold cutting. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs and provided image for the reported monopolar curved shears. The monopolar curved shears sample was not made available for this incident. One image was received for evaluation. The image depicted the distal end of a monopolar curved shears showing the reference identification and serial number that matched what was reported. Evaluation of the logs for the monopolar curved shears noted no errors associated with the issue. Details regarding the cutting force and performance are unable to be captured in logs. Evaluation of the monopolar curved shears noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic radical prostatectomy procedure, during the nerve-sparing step, the monopolar curved shears had difficulty cold cutting. There was no patient injury.